Event description:
It was reported the pt experienced strong stimulation at the ins pocket site when the stimulation was turned up to cover her pain. There was no known incident related to the onset of the symptoms. The pt was scheduled to see their physician in early february. Additional info received indicated the event was attributed to the lead, extension and programmer. The pt experienced aggravation of their complex regional pain syndrome with resultant pain, suffering, and depression. Specific symptoms reported included emotional and cognitive changes, lack of effects, no stimulation, psychological changes, and increased pre-existing pain. An x-ray was done which showed no dislocation. Reprogramming was done which failed to improve coverage. A revision was planned for replacement of the system. The pt outcome was reported as: serious injury- ongoing pain.